Manufacturer narrative:
Device is not available for investigation. If further information become aware a supplemental report will be provided.

Event description:
After t2ph surgery, it was found the cutout of locking screw. Kind of fracture was 2-part neck fracture. The dislocation of fracture was confirmed from 9 days after the surgery. The patient had felt pain from 6 years after the surgery, and the explanation of the screw was performed 6 years and 10 months after that.